Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to applying excessive mechanical forces during use; misaligned insertion; prying/leveraging the device during insertion.

Event description:
Further information were provided that the surgeon tried to implant in the screw into the bone but the screw didn¿t advance and the thread didn¿t grip, while he forced the implant the tip of the screw broke off but it was at the beginning of the tibial tunnel so the surgeon was able to remove the fragment with a clamp.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery